Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient is having an increase in seizures and believes that her battery is low. She was later seen by her physician. Clinic notes also indicated that the device was difficult to establish connection and once connected, settings could not be adjusted. The notes indicate the device is believed to be dysfunctional with a low battery and needing replacement. The physician has referred the patient for a battery replacement. Device history records were reviewed. M106 sn: (B)(4) passed all functional and quality testing prior to distribution. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Further information was received indicating the patient had a battery replacement. The explanted device has not been received to date. No other relevant information has been received to date.